Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator had an inoperative graphic user interface (gui) while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui), central processing unit (cpu), printed circuit board (pcb), backlight inverter printed circuit board (pcbs) and upgraded the software to the current revision. The unit passed extended self-testing.